Manufacturer narrative:
There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. There is no suspected device failure. A review of the device history record for the lot in question confirmed that all parts met manufacturing requirements prior to release.

Event description:
During a pulmonary atresia procedure where the nykanen radiofrequency wire kit was used, a cardiac perforation was confirmed after replacing the nykanen device with a guidewire and a microcatheter. The perforation was treated with surgery. There is no evidence to suggest the baylis medical devices caused or contributed to the reported complications. However, as baylis devices were among the several devices used in the procedures, baylis medical has decided to submit this report.